Event description:
It was reported that the alarm for air in the purge system was triggered, attempted to bleed air from the purge system, but it was unsuccessful. After that, a purge system blockage alarm occurred. The purge set was replaced, and the issue was resolved.

Manufacturer narrative:
D4. Lot number, serial number, expiration date, primary UDI number and h6. Medical device problem code unknown. The impella purge cassette was returned. After 8 days on support, air in purge alarm occurred. Air could not be de-aired and purge system blocked alarm occurred. Issue resolved with a new pc. Data logs were not recovered. The returned pc gen2 showed no physical abnormalities and was able to be run without issue with known good purge metric pump s/n (B)(6). Air in purge: the cause of the air in purge was not determined due to no defect being found with the returned purge cassette, no data logs recovered, and insufficient clinical details. Purge system blocked: the cause of the purge system blocked was not determined due to no defect being found with the returned purge cassette, no data logs recovered, and insufficient clinical details. Purge cassette s/n (B)(6) lot 1935727 passed all incoming inspection checks. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.